Event description:
It was reported a pacel temporary pacing lead perforated the right ventricle. Symptoms developed one to two weeks after insertion; the pt developed cardiac tamponade. The physician stated he and other colleagues believe the tip of the temporary pacing lead was stiff, but it was comparable to a similar pacing lead produced by another medical device company. The pt was reported to be slowling recovering.